Event description:
It has been reported by the wife of the end user that the brakes on a (B)(4) wheelchair are not holding, and has duck taped the rubber on top of the brake to keep it from falling off. The wife holds the chair for the end user during transfer. It has been reported that the end user has fallen trying to get out of the shower because the chair slipped, and called the fire department to get him up. He has also fallen when transferring from the bed to the chair when he was home alone, and had to call the neighbor to help him. The end user received a bruise and scrape from both of these falls.